Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that an electronic order of fat emulsion 20% (intralipids) via epic (electronic health record) has a 22.5ml overfill. It was noted that the hospital typically dispense a total volume of 45ml and depending on the neonate's body weight (kilogram) and dosing factor (5ml per kg, 10ml per kg, etc.), the overfill amount will float to the electronic health record. In this particular case, the volume to be infused (vtbi) and the overfill volumes are equal, which might be clouding the issue according to the reporter. This dose was infused using an alaris syringe module. The issue occurred around 3:16 pm (and 17 seconds) per the epic documentation. The nurse was using a rover (handheld) device at the time of the occurrence to perform pump interoperability and some dressing change tasks and things appeared to work as designed. There had been a time out occurrence on the rover due to the dressing change taking more time than expected, but the time was extended and no further issues seen except for the erroneous volume issue. Per bd interoperability preliminary investigation, the patient did not received the extra volume and the issue was only on documentation. There was patient involvement but no harm.

Event description:
It was reported that an electronic order of fat emulsion 20% (intralipids) via epic (electronic health record) has a 22.5ml overfill. It was noted that the hospital typically dispense a total volume of 45ml and depending on the neonate's body weight (kilogram) and dosing factor (5ml per kg, 10ml per kg, etc.), the overfill amount will float to the electronic health record. In this particular case, the volume to be infused (vtbi) and the overfill volumes are equal, which might be clouding the issue according to the reporter. This dose was infused using an alaris syringe module. The issue occurred around 3:16 pm (and 17 seconds) per the epic documentation. The nurse was using a rover (handheld) device at the time of the occurrence to perform pump interoperability and some dressing change tasks and things appeared to work as designed. There had been a time out occurrence on the rover due to the dressing change taking more time than expected, but the time was extended and no further issues seen except for the erroneous volume issue. Per bd interoperability preliminary investigation, the patient did not received the extra volume and the issue was only on documentation. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available. Correction : initial reporter facility name. Additional information : imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.